Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, a visual inspection of the pump showed that the display lens was damaged; the lens was scratched and scuffed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display reportedly was scratched and it is not indicated as to whether or not the user was able to view the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.